Event description:
A cartridge change error was reported with a pump. There was no adverse impact to the customer's blood glucose level. The customer, with assistance from technical support, inspected and filled a new cartridge, cleaned the pump's pneumatic tap area, and successfully completed the load process, allowing them to resume insulin delivery.